Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
In (B)(6) 2014, the patient had problems with overdosing and underdosing. The patient reported he was ¿on his knees, massive headache, going in for emergency surgery with necrotic tissue around his spine and dura caused by a kink in his catheter¿. The surgeon ¿went in and moved the catheter up higher; created a new hole in his dura¿. The device system was delivering dilaudid. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent. For subsequent events see manufacturer¿s report # 3004209178-2015-03617.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient's medical history included a blood patch completed (B)(4) 2014 and a dye study (B)(4) 2014 which was negative. The catheter issue and location of the catheter issue was unknown. Surgical intervention occurred, revision, replacement. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient was explanted on (B)(6) 2015 because he was not satisfied with the pain relief received. That was all the information in the patient's chart. No further information was provided.